Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint types were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -13.0 diopter, in the patient's right eye (od) on (B)(6) 2017. The patient experienced refractive surprise, elevated iop. In one week post-op, the surgeon stated that the patient iop is 26.7mmhg, and has been treated by trusopt, and tobradex medications. The surgeon also noted that the patient iop in two weeks post-op is 20.6 mmhg. Multiple attemps to get additional information has been unsuccessful.

Manufacturer narrative:
Required intervention to prevent permanent impairment/damage (devices): the surgeon noted that the patient's iop in two weeks post-op is 20.6mm hg after the patient was treated with medications: trusopt and tobradex. (B)(4).